Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the proximal femoral nail a (pfna) blade stuck to the blade inserter. The surgeon found it difficult to lock the blade and release the inserter. The surgeon decided to take out the blade and put in a new one. It was reported that because the surgeon was unable to release the blade from the inserter, he decided to break the blade to get the inserter free. The tip of the blade remained attached to the inserter. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
The instrument was sent to our relevant pm for investigation: the blade is completely jammed up and could only be loosened up by using excessive force. This gives us a clear indication that the pfna blade has not been inserted correctly, wrong rotational direction. The end cap of the blade was found broken. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The returned article was analyzed for conformance to print specifications, as well as the device history record has been researched. No abnormal findings were identified.